Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward no complaint received with return of device. Failure event observed during analysis. Final analysis found that a partial lead was returned and was cut at 9 cm from connector pin; insulation degradation was noted near the connector boot. (B)(4). (B)(6).